Manufacturer narrative:
(B)(4). Batch number: r57k49. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with three cartridges present. The returned tr45w reloads (b & c) were received fully fired and with no apparent damaged. The returned tr45w reload (d) was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: to clarify, how did the stapler not "feel right"? Was there a staple formation issue (irregular, unformed or goal post shape, etc)? Were there staples missing from the staple line? The stapler closed ok but then there was resistance when it was fired, so harder than usual (for the other staplers I have used) to staple and cut how was the finger-sized hole in the vena cava repaired or treated? The hole was repaired by getting control with an allis forceps and then suturing the ivc with prolene. Was there any significant blood loss? Very major blood loss obviously. Did the patient require a transfusion of blood products? 13 unit transfusion, needed post op dialysis. Is the current patient status known? Patient survived and is at home. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? But prolonged itu stay, abdomen packed and hence needed return to theatre and a period of dialysis, so substantial harm to him.

Event description:
It was reported that we are unsure whether the stapler is entirely at fault for the issues experienced yesterday, however, the surgeon has expressed that something didn't feel quite right when firing. There was then a finger sized hole in the inferior vena cava which he feels may have been caused by the stapler.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57k49. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with four cartridges present. The returned tr45w reloads (b & c) were received fully fired and with no apparent damaged. The returned tr45w reload (d) was partially fired 1/3. The returned tr45w reload (e) was received sterile. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can surgeon provide additional information about what did not feel right with device? Could the firing trigger be closed completely on the firing that resulted in the issue? Yes the trigger closed completely. The device felt stiff, in that there was some resistance to deploy the staples and cutter, however my experience of other staplers is that this is fairly common.